Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H6 - conclusion - the cause of the mesher producing an incomplete mesh was due to defective cutters being used with the device. The device history record and previous repair record for zimmer skin graft mesher serial number 06447 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 7 may 2019, the device was noted to have been previously repaired once for an incomplete mesh reported on 29 august 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 7 may 2019, it was reported from the living legacy foundation that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 10 may 2019 noted that the calibration check and test cut could not be taken due to a bent comb. The gear was noted to have had visible damage. The 1.5:1 and 2:1 cutters noted to have produced incomplete cuts during evaluation and were both deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the comb and the gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired per (B)(4). Based on the information provided, the cause of the mesher producing an incomplete mesh was due to defective cutters being used with the device. During evaluation, the service technician found that both of the cutters that were returned with the device produced incomplete cuts and were deemed non-repairable. Both of the returned cutters were also found to produce incomplete test meshes and were recommended to have been replaced when previously reviewed by zimmer biomet surgical in january 2019. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual rev. A) that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had incomplete mesh on a previously recovered cadaver. The event occurred during meshing of previously recovered cadaveric donor skin. There is no additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh on a previously recovered cadaver. No adverse events were reported as a result of this malfunction.